Event description:
In december, the customer reported problems with peep (positive end expiratory pressure) rising to 10-15 cm h20 during mechanical ventilation. A complaint was opened. The customer cannot provide the serial number of the system or the exact event date this occurred, though it was during the week prior to december 23rd. All six units at the facility were evaluated at that time and no problem was found. The airway pressure limiting (apl) valves from two of the machines at the facility were returned to the factory for further analysis as a precautionary measure. In january, dr. Reported that peep (positive end expiratory pressure) was observed to rise while an anestar machine was in use with a patient. The doctor disconnected and reconnected the circuit from the endotrachial tube when the manual pop off pressure valve failed to release the peep. The expiratory valve appeared to be working normally. The case was concluded using the machine. The machine was then taken out of service by a medical technician. No patient injury was reported.